Event description:
It was reported that the insulin pump alarmed motor error. It was stated that after pressing the escape and activate buttons the device was functioning for several hours. Then the insulin pump again stopped delivering insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. Unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime and displacement tests.